Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1: date of submission: 10/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under contacts. The pump was opened and the keypad flex was fully seated in the connector with the latch closed. No evidence of moisture was found internally. The complaint of under responsive keypad buttons was not able to be duplicated during investigation. Unrelated to the complaint, the audio bolus button cover was damaged/punctured, however, the audio bolus button responded to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 22-march-2017- correction to serial#.